Manufacturer narrative:
Exact date unknown, event occurred more than six months ago from the date manufacturer was made aware. Explant date: more than six months ago. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 7054448/7054451.

Event description:
It was reported that the patient developed an infection at the pocket site. The patient underwent an explant procedure. The explanted ipg and linear leads were not returned. No further information has been obtained despite good faith efforts.